Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.099 ng/ml) from a single patient sample run on the vitros eciq immunodiagnostic system. Vitros trop I es testing was performed in duplicate on the sample in question, and an expected value of 0.023 ng/ml was obtained for the replicate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer reported the average value of the two vitros trop I es replicate results, 0.061 ng/ml. The expected value was determined to be 0.023 ng/ml, however a corrected report was not issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. Results of precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected. An ocd field engineer replaced multiple analyzer parts and performed adjustments to the well wash, reagent metering, and signal reagent modules. Results of vitros trop I es precision testing were acceptable after completion of these service actions. In addition, the patient sample was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely root cause of this event is instrument related. Pre-analytical sample processing cannot be ruled out as an additional contributing factor.